Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: product talent aaa stent graft; if information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier and endoanchors were implanted in a patient for the endovascular treatment of a abdominal aortic aneurysm. The patient had previously undergone implantation of a talent aaa stent graft system approximately 6.5 years before and the endoanchors were being implanted for a type ia endoleak in this stent graft. An endurant aortic cuff and two endurant limb extensions were also implanted in the patient in addition to the endoanchors. It was reported that 7 endoanchors were implanted during the procedure and that 4 of these were implanted in the main body to proximal neck and 3 were implanted in the aortic cuff to aortic neck. It was reported that it was discovered that the type ia endoleak was in fact a type iii endoleak which however, it appears to have been resolved at the end of the procedure and no other endoleaks were observed. It was reported that the cause of the type iii endoleak is unknown. No additional clinical sequelae were reported, and the patient is fine.